Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique.

Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient coincident with dianeal 1.5% ultrabag (dianeal_1.5% pd2_solution for peritoneal dialysis_bag, pvc) and dianeal 2.5% ultrabag (dianeal_2.5% pd2_solution for peritoneal dialysis_bag, pvc) therapies. On an unreported date, the patient began treatment with dianeal 1.5% ultrabag (2000ml, frequency not reported) and dianeal 2.5% ultrabag) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter (B)(4) technical services, the following was reported. On an unreported date, the patient made mistake which caused a break in aseptic technique. On (B)(6) 2012, the patient experienced peritonitis. On the same day, the patient was hospitalized for peritonitis. Break in aseptic technique was attributed to the cause of peritonitis. On an unreported date, the patient was treated with injection ceftazidime (1gm, 2bags/day, ip) and injection reflin (1gm, 2bags, ip) for peritonitis. The patient still remained hospitalized.